Event description:
As reported, the patient underwent bilateral inguinal hernia repair in (B)(6) 2022 with the implant of two 3dmax mesh devices (right and left). It was reported that three months later, the patient was diagnosed with a bacterial (mycobacterium) infection and underwent mesh explant on (B)(6)2022.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with a bacterial infection post-implant of the 3dmax mesh and underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot (B)(4) units, released for distribution in april 2022. The warnings section of the instructions for use, supplied with the device states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. Note, the date of implant is estimated based on the available information. This MDR represents the 3dmax mesh (left). An additional MDR was submitted to represent the 3dmax mesh (right). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned. Mesh explanted.